Event description:
It was reported that this pacemaker was explanted due to infection. A new device was successfully implanted. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of memory noted no suspicious fault codes or resets while implanted. The device diagnostic data spreadsheet graph showed a cell depletion pattern that is consistent with normal battery depletion. A series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device were performed and normal device function was observed. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this pacemaker was explanted due to infection. A new device was successfully implanted. No additional adverse patient effects were reported. This product has been received analysis.